Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 367mg/dl and a correction bolus was delivered to address the bg level. Troubleshooting was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Further troubleshooting was declined by the customer. Reportedly, an abrupt temperature change had occurred prior to the occlusion alarms declaring. Reportedly, a supply change was performed to address the occlusion alarms.